Event description:
Boston scientific received information that this pacemaker and right ventricular lead displayed noise which resulted in oversensing and many stored ventricular tachycardia episodes. The lead was programmed to unipolar sensing measuring at 3.2mv. Technical services was contacted and discussed programming and follow-up options. The patient complained of dizziness.

Manufacturer narrative:
The products remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.